Event description:
A malfunction was reported on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided instructions to reset the pump, assisted the customer with the reset process, and upon successfully resolving the issue, advised the customer to continue using the pump and to contact them if any further malfunctions occurred.